Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that system hang up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the issue to be only once. To resolve the issue fse completed upgrade to 8.2.100 and replaced host pc, ippc, flexvision pc, geo pc & disks. The defective parts were sent for analysis, for ippc, flexvision pc and geo pc no malfunction was observed but for host pc malfunction was observed and the failed component was dvd-rw drive and the failure captured was failed lin-dvd-write. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was hang up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.